Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00056 and 1225714-2016-00057. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
(B)(4) patient code: has been used to represent two patient symptoms: a left bundle branch block; unspecified cardiac problems. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient underwent a dialysis treatment which was noted to typically last approximately four hours. It was noted that towards the end of the treatment the patient was feeling ill and was transferred to a hospital. Further noted, the patient was diagnosed as having experienced a myocardial infarction with a left bundle branch block, and for the next three and a half years the patient experienced numbness in the left hand and unspecified cardiac problems.